Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked battery tube threads, and stained serial number label. Pump was cut open to perform visual inspection found corrosion on the pcba1, pcba2, and force sensor. Moisture damage found on the motor home switch. The test p-cap locks properly in place in the reservoir compartment. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-flashing mdt logo confirmed due to corrosion on the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1884 was returned for analysis.